Manufacturer narrative:
(B)(4). Event date: on an unknown date during hospitalization in (B)(6) 2015 for two unrelated events, the patient experienced an abdominal hernia. The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an abdominal hernia below the navel coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. At the time of the hernia diagnosis, the patient had been hospitalized for unrelated events. Treatment for the hernia event was not reported. On an unreported date; peritoneal dialysis therapy was stopped, the peritoneal dialysis catheter was removed, and the patient was transferred to in-center hemodialysis therapy. The patient was recovered from the event. No additional information is available.